Event description:
During the loading of a (B)(6) pt into the ambulance, the load frame bent upward causing the stretcher to lower to the ambulance bumper. The stretcher was lifted off the bumper and lowered to the ground. There were no injuries to the patient or emt's.

Manufacturer narrative:
Manufacture's investigation continues.